Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device identified an out of tolerance dimension on the component product. Review of the device confirmed the reported condition and concluded that part dimensions could cause the complaint issue. Product likely failed due to a manufacturing deficiency.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under care and handling of instruments, number 1 states, ¿surgical instruments and instrument cases are susceptible to damage for a variety of reasons including prolonged use, misuse, rough or improper handling.¿

Event description:
It was reported that patient underwent an open reduction internal fixation procedure on (B)(6) 2015. During the procedure, the radiolucent targeting device was melted while hole was being made for a screw. Another rtd was used to complete the procedure. No further information has been provided.